Manufacturer narrative:
H.6. Investigation summary fifty-six used samples and one photo were provided to our quality team for investigation. The product was visually inspected and the tips of the syringes were observed to be broken. Further evaluation was performed, verifying the thickness of the tips are consistent between all samples. It was also observed that the luer adapter included on the syringe plunger was not used in the connection of one male luer fitting to the syringe catheter tip, the use of the adapter allows for a more secure connection. A device history record review was performed and did not reveal any quality issues during the production lots 1907200, 1907202 and 1907204 that could have contributed to the reported defect. All barrels are from molding cavity three, a total of four cavities for this barrel mold, no annotations were noted that could be relate to this defect and there were no differences identified between any of the other cavities. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the bd¿ plastipak syringe there was an issue with the tip of the luer breaks off the syringe. It appear the tips seem to be quite brittle. The following information was provided by the initial reporter: a quantity of 30 plus pcs from the delivery received by the end user in october (batch numbers 1907200, 1907202, 1907204) that appear to be quite brittle. The tip is breaking when on insertion of the male luer fitting, "all of the defects are from cavity # 3. I¿ve tied a luer on a number of pcs and the tip cracks under hand pressure, while inserting the same luer into a syringe from a different cavity it engages normally." With the investigation, "how many cavities are in the mould?"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1907200. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-07-05. Medical device lot #: 1907202. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-07-23. Medical device lot #: 1907204. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-08-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ plastipak syringe there was an issue with the tip of the luer breaks off the syringe. It appear the tips seem to be quite brittle. The following information was provided by the initial reporter: a quantity of 30 plus pcs from the delivery received by the end user in october (batch numbers 1907200, 1907202, 1907204) that appear to be quite brittle. The tip is breaking when on insertion of the male luer fitting, "all of the defects are from cavity # 3. I¿ve tied a luer on a number of pcs and the tip cracks under hand pressure, while inserting the same luer into a syringe from a different cavity it engages normally." With the investigation, "how many cavities are in the mould?"